Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Patient's blood glucose at time of incident was unknown. The customer reported that today after running, the pump had sweat on it and also had a book image on the screen with a phone inside. Customer stated the pump was flashing, beeping and vibrating. Customer stated she can't get the pump do anything now. Customer declined to continue troubleshoot for pump being exposed to moisture and meter communication issue due to pump no longer working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received with critical pump error (open book image). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Unit received with black spot at top-center of display window, unable to communicate with bg meter, unit received with high sleep current measurement due to severe corrosion on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly and corrosion in battery tube.